Event description:
This info was reported as a customer complaint. Product was used following a diagnostic catheterization procedure. Approx 5 days later the pt presented at ER infection at groin site where product was used. Pt was hospitalized and treated with IV and po antibiotics. Pt was discharged with no further complications.